Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, a missing reservoir tube o-ring and a missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error and the where the reservoir goes in has a crack. Customer's blood glucose was 179 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.